Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crack or missing piece. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states the reservoir lip ring came off of insulin pump and they snapped it back on, it came off again and customer removed reservoir to inspect the reservoir compartment. The device will not be returned for analysis.